Manufacturer narrative:
Findings: pump passed the rewind, basic occlusion, prime and displacement tests. Pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error. Customer's blood glucose was 200 mg/dl. The customer was bolusing before the alarm occurred. The customer stated that the device was not exposed to strong magnetic field. The customer didn't received an motor error position encoder alarm. The customer doesn't use the sensor feature on the pump. Customer stated they are able to complete the rewind sequence. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised to return the pump with battery and zero out basal rates.